Manufacturer narrative:
09/01/2017 (B)(4): the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that prior to inserting the intra-aortic balloon (iab) catheter to initiate iab therapy there was a fold found. The iab was replaced. There was no injury or harm to the patient.

Manufacturer narrative:
09/08/2017 (B)(4): the iab was returned with the membrane folded inside the t-handle. No blood was visible on the iab catheter. The stylet wire, one-way valve, extender tubing and insertion components were also returned. The stylet wire was found to be bent near the middle. The catheter tubing was found to be kinked at the same location of the stylet wire approximately 42.2cm from the iab tip. The sheath was measured and found to be dimensionally within specification. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was performed using the returned 7.5fr sheath. The technician was able to successfully insert the balloon through the sheath. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. An evaluation of the product was unable to be confirmed for the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that prior to inserting the intra-aortic balloon (iab) catheter to initiate iab therapy there was a fold found. The iab was replaced. There was no injury or harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4)

Event description:
It was reported that prior to inserting the intra-aortic balloon (iab) catheter to initiate iab therapy there was a fold found. The iab was replaced. There was no injury or harm to the patient.